Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin was seen exiting the infusion set needle while the customer was going through the load process. Blood glucose was 160 mg/dl. Reportedly, tandem's technical support guided the customer through the load process and insulin delivery was resumed.